Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for missing label information (expiration date) on lot # 9168982. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future, the complaint will be reopened for further investigation. The reported lot number (9168982) was manufactured in 2009. The DHR is longer available from manufacturing as the manufacturing site is only required to retain the DHR information for 7 years. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the lancet 30 ga 100 bx 2400 USA experienced missing label information. Product defect was noted prior to use. The following information was provided by the initial reporter: complaint 2 of 2 material no: 325773, batch no: 9168982. Verbatim: pharmacist called to determine the expiration date of 2 boxes of the bd lancets. Stated she could not find an expiration date and the boxes were not used. Pharmacist was not sure if the numbers she provided were lot #'s, but they were the only numbers she could provide. Advised consumer that bd has not manufactured the bd lancets in a few years and these boxes would be expired. Date of event: (B)(6) 2020, samples available: no.